Manufacturer narrative:
As the product in question is contaminated with sars-cov-2 it was not possible to investigate it in the laboratory of the manufacturer due to the high risk of spreading the virus. Due to the high risk of spreading the sars-cov-2 virus outside the healthcare environment, a technical investigation of this hls set is not possible as the laboratory of maquet cardiopulmonary gmbh is not suitable for who risk group 3. Furthermore, no external laboratory could be found that could carry out the investigation on our behalf. Alternatively to the technical inspection of the sample, maquet cardiopulmonary gmbh is conducting a thorough investigation based on the life cycle of the product in order to determine the potential root cause(s) that led to the reportable event. DHR review in order to determine any indication of nonconformities or deviations during the manufacturing steps. Complaint review in order to determine whether other devices of the same lot presented similar failures on the field. A review for similar complaints already investigated with a relating laboratory product investigation was performed on 2020-12-16. No similar complaint was found. No additional complaint reporting the same lot# was found. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Results medical assessment of 2021-01-29: "there does appear to be white clot (platelet origin) in the pre-chamber of the quadroxid. This clot may have been stimulated/exacerbated by the transfusion of platelets as mentioned in the report. To give an complete assessment of the clotting observed in the quadroxid pre-chamber, the results of a ptt, act, and other measurements/indicators of clotting, would be necessary. It does sound to us like the customer was monitoring the some of the appropriate clotting factors (fxa, teg, atiii, etc.), but we don¿t know what these values were during the period of support. Additionally, it is unclear whether any other factors may have contributed to the clotting observed by the customer." "After review of the provided clinical information by the medical affairs team, we cannot state the nature of the object observed in the left corner of pic 2 (attached). A direct inspection of the device, with histological analysis of the material could provide the necessary information to determine the biological/non biological nature of this object." As a direct inspection of the product was not possible (as written above) the exact root cause of the reported failure is unknown. However, by the provided picture it was possible to confirm the reported failure. Based on the information available at this time it is most probable that the observed foreign body entered the oxygenator during priming. The foreign body could have been a part of a priming bag or similar and be flushed into the oxygenator's venous side during priming procedure. Most probable the foreign body also did contribute to the white fibrin clot as mentioned above, as the big surface of the foreign body did led to a coagulation activation. Thus the reported failure could be confirmed but was most probable not caused by a device related malfunction. When the event occurred, the device was being used for treatment of the patient. The product was directly involved in the event. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4114.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation of the manufacturer is still pending.

Event description:
Received complaint from (B)(6). She stated that they noticed an, "unusual fibrin pattern on the venous side of a quadrox after a few days of support." The md in charge decided to change out the oxygenator, and they are asking if we can inspect to make sure it was nothing related to manufacture of the device. Circuit was changed successfully with no impact to patient. No patient info at this time. No device info at this time, only that it is quadrox ID limited info from first contact, will follow-up with (B)(6), and also work on biokit for return after complaint is created. Complaint ID: (B)(4).